Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "instrument missing part 2 of 2. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician." The product was not returned to medtech orthopedics, however photos were provided for review. See attachment '(B)(4).jpg'. The photo investigation revealed that '950501229, hp em tibial jig ankle clamp' had fine assembly missing. Potential cause cannot be determined for missing components. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the hp em tibial jig ankle clamp would contribute to the complained device issue. Based on the investigation findings, cause not established it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the j0908 (date code) provided is not a valid finished goods lot.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during loan kit inspection in it was noticed that the instrument was missing part 2 of 2.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "instrument missing part 2 of 2. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician." The product was not returned to medtech orthopedics, however photos were provided for review. The photo investigation revealed that '950501229, hp em tibial jig ankle clamp' had fine assembly missing. Potential cause cannot be determined for missing components. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the hp em tibial jig ankle clamp would contribute to the complained device issue. Based on the investigation findings, cause not established it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the j0908 (date code) provided is not a valid finished goods lot. H11 additional narrative: corrected: h3.

Manufacturer narrative:
The device malfunction, visual: missing components, will no longer be reported as there has not been a serious injury associated with this failure within the past 2 years. Please consider this the last manufacturer report number submitted against this malfunction.